Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "broken infuse to bolus spring" involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was a damaged switchboard. The switchboard assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "infuse to bolus spring broken. This condition occurred during delivery in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.